Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration and underdelivered by <5%. Over delivery was not confirmed. The pump was calibrated to resolve.

Event description:
Info received indicates the pump overdelivered by 10% during testing.